Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an evaluated was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched, caused by cracks in the front case which result in case separation and an elevated force required to close the door. The front case was replaced to correct this condition.